Manufacturer narrative:
The customer reported their asi was blank and their AED would not power on. The asi is powered by the battery pack. If the battery pack has been completely discharged or is not installed in the unit, the active status indication will be off. Per the instructions for use if the asi is blank the user should immediately replace the battery pack in the unit to restore active status indication. Further troubleshooting was unable to be performed and log files could not be retrieved. The customer was referred to a distributor to purchase a replacement battery.

Event description:
A customer reported that their AED's asi is blank, and the AED will not power on. The customer reported the AED was not maintained. The customer did not report this occurring during patient use.